Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pck231 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: confirm the specific number of devices (total qty actually involved with reported issue) that failed during this one patient reported event / one procedure? 2 of the sutures were affected. Investigation summary: ten unopened samples of product code j494, lot # pck231 were received for evaluation. During the visual inspection of the ten unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needles breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no breakage needle were found. Note: events reported via mw 2210968-2019-87675.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported.